Event description:
Customer reports the end used had difficulty removing introducer from tracheal tube - no injury to patient. The info suggest that decannulation/recannulation of replacement was required however, if it is confirmed. Covidien is attempting to gather further details related to the circumstances of this report.

Manufacturer narrative:
Inconclusive - investigation in progress.